Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to t-wave oversensing and oversensing of noisy signals. Technical services (ts) was consulted and discussed the stored episodes as well as the device programmed settings. This device remains in service. No additional adverse patient effects were reported.